Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The stent was detached from the balloon. Stent damage was noted along the entire length of the stent with stent struts squashed mostly at one end and mid-section of the stent. The balloon did not appear to have been subjected to any positive pressure. As part of the device analysis, the device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks or restrictions noted. The balloon deflated within 12.5 seconds with no issues noted. A visual and tactile examination identified no issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left subclavian artery. A 7.0x30x135cm express® ld iliac / biliary stent was advanced to treat the lesion. However, during advancement, the stent came off the balloon. The device was pulled out and the stent was removed with a snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left subclavian artery. A 7.0x30x135cm express® ld iliac / biliary stent was advanced to treat the lesion. However, during advancement, the stent came off the balloon. The device was pulled out and the stent was removed with a snare. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.